Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in a 61-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs) for hemodynamic support. During support, pink-tinged urine was observed, and laboratory evaluation demonstrated elevated lactate dehydrogenase (ldh), raising concern for hemolysis. Additional contributing factors include a small left ventricular cavity and low volume status, which are recognized patient-specific risk factors for the development of hemolysis in critically ill patients receiving temporary mechanical circulatory support. The reported event involves suspected hemolysis. Hemolysis is a known risk described in the instructions for use and is more plausibly attributable to the patient¿s underlying clinical condition, ventricular anatomy, and hemodynamic factors.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. The cause of the hemolysis was most likely patient condition related as clinical details note a small left ventricle and low volume status as contributing factors. Device history review: the device passed all post sterile inspection checks.